Event description:
During service by baxter a pump was found to contain a "channel select" key on channel "b" that was not working. This problem was identified during service. There was no patient injury or medical intervention necessary.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.